Event description:
Pt with arthritis was implanted with plates and screws for a midfoot fusion on (B)(6) 2011. Pt returned to operating room on (B)(6) 2012 for removal of hardware due to non-union. One of the plates and screws broke postoperatively. Surgeon removed all hardware and pt was revised to new plate and screws. Based upon the condition of the returned hardware, it appears that 11 of the 12 2.7 mm locking screws broke postoperatively. This is the first of 12 reports submitted on this event.

Manufacturer narrative:
Catalog#: unable to determine which of the broken screws are associated with the provided catalog numbers. Based upon the condition of the returned hardware, it appears that 11 of the 12 2.7 mm locking screws broke postoperatively. The catalog numbers are as follows: 02.211.030 x 3, 02.211.028 x 4, 02.211.018 x 1, 02.211.032 x 2, 02.211.026 x 2. Subject device has been received and is currently in the eval process. A review of the device history record revealed no abnormalities nor nonconformances associated with the plate manufacture. The device met all visual and dimensional requirements at the time of manufacture.